Event description:
Customer reported unexpected negative reactions with capture-r ready screen (crrs) and capture-r ready-ID; an anti-d was not detected in a patient sample.

Manufacturer narrative:
Returned patient samples were tested with retention crrs(4), lot. K097. All four cells showed negative results. The reactivity of the d antigen was confirmed on crrs (4), lot k097. One returned sample was tested with retention crrid, lot id074. Cell 1 showed a weak positive reaction. All other cells had negative reactions. The other sample could not be tested withcrrid, because there was not enough material left. The event appears to be related to the nature of the sample.